Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a foreign manufacturer representative (rep) via regarding a patient who was receiving an unknown drug (unknown dose and concentration) via an implantable pump for an unknown indication for use (IFU). Beginning on an unknown date, the patient had a problem with their pump. The patient had "sprouted the pump of his pocket" four times. The patient's healthcare professional (hcp) had relocated the pump 4 times. The patient a very large body size, but the rep though a correlation seemed "strange". Additional information was received on (B)(6) 2016. The pump was explanted because of an infection. The hcp had to remove the entire system. Additional information has been requested regarding device information, start date of the event, actions/interventions taken, drug information (medication in pump and other), medical history and indication for use, but it was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
The foreign manufacturing representative later indicated that the pump was explanted due to infection in the pump pocket. It was clarified that with regards to the statement "patient had sprouted the pump of his pocket" meant that patient had a kind of rejection of the pump and because of that the pump had to be replaced several times because it moved. The same pump was relocated 4 times and the cause of the "sprouting" was not identified. It was unknown as to whether the patient's infection had resolved.